Manufacturer narrative:
Internal complaint reference (B)(4) not reportable event. H1, h6: updated. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Per additional information provided, the anchor pulled out from the inserter (and not from the bone) and the back-up device was used in the same bone hole; therefore the procedure was completed as intended with no medical intervention required or injury to the patient. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during an instability shoulder surgery, the "2.0mm microraptor regenesorb suture anchor" has pulled out from the inserter while deploying. The procedure was successfully completed without delay using a back-up device into the same bone hole. No patient injuries or other complications were reported.